Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2024, in order for the patient to upgrade to a newer technology. The patient was re-implanted with another cochlear device during the same surgery.